Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient was undergoing surgery for treatment of a gi bleed, and access into the celiac was obtained with 5f c2 and angled glide wire to the proximal gda. The first of the 3x15 versa coils were deployed through the 5f angled glide. The coil tracked and packed well once formed. The physician attempted deployment with the instant detachment and it was unsuccessful. The manual detachment was attempted and the filament broke, two more attempts were made more distal, but the filament broke again in shirt segments. The physician attempted to withdraw the coil, but the entire system jammed and would not move in or out. A hemostat was used on the pushwire to attempt withdrawal without success. A portion of the coil appeared to have stretched back into the catheter. The support sheath was advanced into the hepatic artery to maintain access, and the entire 5f catheter was removed with the coil successfully. A 4f angled glide catheter was then advanced into the gda. A new 3x5 versa was deployed and the instant detacher was attempted three times without success. The manual detachment was performed successfully. A third 3x5 versa was deployed, and the instant detacher was attempted two times without success. The manual detachment was performed with difficulty and a similar jamming issue as the first 3x15. Eventually it released and the physician stated they had to break it loose. Visually, it appeared they retracted it until it snapped loose. As the 4f catheter was not out of the distal sharp turn, a fourth 3x15 versa advanced but stopped short of the 4f catheter tip due to a portion of the previous coil being retracted back into the 4f during previous pushwire withdrawal. The physician withdrew the 3x15 coil quickly and the coil detached distally in the 4f catheter. The coils were attempted to be pushed out of the 4f catheter with a bentson guidewire unsuccessfully. A hydro flush was also unsuccessful. The support sheath advanced back up to maintain purchase, and the 4f catheter and fourth coil were removed. Another 4f angled catheter was advanced, and the case was completed with terumo 035 coils. The bleed stopped and the patient was transported back to the ICU after successful embolization. Refer to manufacturer report 2029214-2021-00289 for details pertaining to the related reportable event.